Event description:
It was reported that during a tka, the surgeon was trialing and the trial broke. No delay, no backup device available and no injuries reported.

Manufacturer narrative:
The affected articular surface provisional was not returned for evaluation. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.